Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was going through batteries very quick. The customer was screaming and his blood glucose level was over 500 mg/dl. The customer's mother declined troubleshooting and stated that he did see their health care provider today. They are working with his settings and was advised to call about the battery issues. The insulin pump alarmed low battery and went into threshold suspend the day before. The device was not returned.